Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined, that communication failure has occurred, due to cable failure and images were no longer displayed. The cause of the cable failure could not be estimated. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. The instruction manual identifies, the following related verbiage. Which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head was not working. The issue was found prior to use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image. There was no patient involved, no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection, the reported issue in b5 was confirmed due to a faulty cable. Additionally, the following non-reportable issues were discovered; damaged pins and a worn out scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.